Event description:
Customer reported the panorama central station shut down, which may have affected telemetry monitory. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the system. Corrections included replacement of the system's hard drive. System was tested to factory's specifications.